Event description:
I was a healthy (B)(6) female in good health and had never been hospitalized except for the birth of my two children. After the birth of my son, my ob dr advised me to have the essure device implanted reporting it was a simple in office procedure and safer than taking birth control pills. A month later after not being advised of possible side effects and trusting bayer and my ob md, I was living with the side effects of essure each day. I faced extreme constant abdominal pain, headaches, metallic taste in my mouth, fatigue, rashes all over my body, heart palpitations. I felt like I had been poisoned. I had 5 emergency room visits that year with complaints of abdominal pain and seen 6 different drs outpatient that measured me it had nothing to do with the essure device, and my ob assured me that per ultrasound it was in place and that my condition was stress related. After many md visits, and strips to the hospital I turned to a homeopathic md the only health care professional that helped me with my symptoms. I had became very estrogen dominant which was causing the heart problems and the md was able to help get my progesterone levels up, and I was able to cope better with the symptoms and learned to live with the pain. Finally last week after a long search to find an ob dr that accepted my insurance, I had a bilateral salpingectomy with hysteroscopy to remove the essure device. I am post op day 3 today and I feel better than I have in 8 years. Of course I have post op pain from my surgery but, I do not feel the general malaise that I have felt for 8 years.